Manufacturer narrative:
There is more information on the device evaluation. Additional information was also received for this event. This supplemental report is being submitted to provide this information. This is a demo device purchased by the facility on mar 19, 2021, though manufacture date is jun 26, 2014. The event occurred before ever being used in a surgery. There is no patient or surgery involvement. The issue was observed just after installation. The device would not power on. It had no major physical defects. Device had not been dropped or damaged. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. There is no repair history within one year of this event. The reason why the printed circuit board (quantum board and bi board) broke down cannot be conclusively determined. However, since six years and 11 months have passed since manufacturing, it is considered to be a failure due to aging.

Manufacturer narrative:
Additional information is not yet available for this event. The issue was not resolve by troubleshooting by an olympus representative with the customer. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that the device powered on, but there was no image. This is attributed to the faulty printed-circuit board failure. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this case by the customer, the device did not power on before an unknown procedure. There is no reported harm to any patient.

Manufacturer narrative:
Correction supplemental report is submitted for customer phone number not included in the initial MDR. Please see the updates in sections: e1, g3, g6, h2, and h10.